Manufacturer narrative:
Contact office correction: (B)(4). Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit by replacing the battery. The device is back in service.

Event description:
The customer reported that the ventilator went vent inop, the customer did not make note of the vent inop code. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the ventilator went vent inop, the customer did not make note of the vent inop code. The customer reported there was no patient involvement.